Event description:
Patient went to clinic complaining of high blood pressure and shortness of breath on (B)(6) 2011. Clinic: (B)(6) 2011 2:00pm 0.11 (edta-wb, full draw, no hemolysis). Hospital lab: (B)(6) 2011 8:30pm <0.012 (plasma). Hospital lab: (B)(6) 2011 4:30am <0.012 (plasma). Tni reference ranges: clinic (triage): 0 - 0.4. Hospital lab (vitros eci): 0 - 0.034. Other cardiac marker results (triage): ck-mb=<1.0; myo=48.5; bnp=<5.0; ddim=175. Patient was admitted and discharged. EKG performed x5 (clinic 1x and hospital 4x). No invasive procedure was performed. No medical history provided. Unknown if there has been changes to medications. Final discharge diagnosis: hypertension, hyperlipidemia. Patient was referred to cardiologist.

Manufacturer narrative:
Product support observations for tni recovery follow: no high bias or false positive result was observed with any sample. No error codes or device issues were observed. Cal z was below the detectable range of 0.05 ng/ml. Cal h was with in the manufacturing final release specifications. The returned patient sample on tni on triage was <0.05 ng/ml and 0.01 on the access2. No elevated tni value was observed. The customer's complaint of an elevated (>0.10 ng/ml) tni value was not observed with the returned patient sample. Product support cannot rule out sample specific interference, environmental factors, or testing procedures as possible causes for a discrepant result. No product deficiency was established. Customers observation of tni >0.10 ng/ml was not reproduced. Values provided by customer are below the clinical cutoff of 0.40 ng/ml as stated in the package insert. As of (B)(4) 2011, there are (B)(4) complaints on lot sob w48990. No corrective action required at this time as no product deficiency was established.